Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an event of blockage with an infusion set and was alerted by alarm 2a followed by alarm 26a. The blockage was located in the site. Patient was advised to change the infusion set and resume insulin therapy. No further information available.